Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in the common bile duct (cbd) during a bile duct drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as the delivery system was being removed, it pulled the stent out of its intended location. The stent was removed from the patient, and the patient was sent to interventional radiology (ir) for cbd drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion the procedure was reported to be fine. Note: the stent was intended to be placed in the common bile duct; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in the common bile duct (cbd) during a bile duct drainage procedure performed on (B)(6), 2019. According to the complainant, during the procedure, as the delivery system was being removed, it pulled the stent out of its intended location. The stent was removed from the patient, and the patient was sent to interventional radiology (ir) for cbd drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion the procedure was reported to be fine. Note: the stent was intended to be placed in the common bile duct; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.

Manufacturer narrative:
Device code 3009 captures the reportable event of stent positioning issue. Device code 1528 captures the reportable event of delivery system difficult to remove. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was not received. The nose cone and polyimide inner were detached and were not received. The stent deployment hub was at step #4, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was not returned. There were no other issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. There is evidence that the device was not used in a manner consistent with the labeled directions. The stent was intended to be placed in the common bile duct; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device was intentionally used in an unapproved procedure, for an unapproved patient, or for which it is contraindicated or not listed on the label; therefore, a review and analysis of all available information indicated that the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.